Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'occlusion message' was verified through the a review of the event history log by the presence of constant upstream occlusion which was not reproduced during evaluation. Evaluation revealed that the cause was a ultrasonic sensor which was out of specification. The ultrasonic sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The device failed due to a downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be a downstream tubing guide which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion. There was no patient involvement associated with this event. No additional information is available.